Manufacturer narrative:
The device was returned for evaluation. Reliability engineering evaluated the device and observed that the flex circuit was worn out causing the hand control not to function properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device did not turn on when the hand control was engaged. It was further reported that it was not working properly. During in-house engineering evaluation, it was observed that the flex circuit was worn out causing the hand control not to function properly. It was not reported if there were any delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.